Event description:
The device was used during a laparoscopic cholecystectomy. The device seemed to take more current that the surgeon was used to using. The surgeon was not happy that the tips don't coagulate, resulting in what he considers unsatisfactory coagulation on the ends of the tissue. He increased the current and used the device to complete the case. Clinical follow up: 2/26/97-surgeon called and said the instrument would not cauterize properly. They exchanged the cords and generators, but there was no difference in the performance of the instrument. Surgeon said he liked the instrument, but it did not work properly. No consequence to the pt.